Manufacturer narrative:
Batch review performed on 08 may 2026 lot 2101679: (B)(4) items manufactured and released on 21-may-2021. Expiration date: 2026-april-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in presenting anterior knee pain and the cause is unknown. The surgeon noted a patient bmi of 40. The surgeon revised the patient`s flex s3r - 10mm insert to a 12mm insert at his discretion and revised the patient`s natural patella. The surgery was completed successfully.